Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and power control pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system intermittently was blowing a fuse. Additional information was received from the field service engineer confirmed that the system intermittently failed to power up as a result of the issue. No patient serious injury or death was reported related to this event.